Event description:
The customer reported that the system froze up during the use of the cine feature. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked the contact of hard disk and boards inside of the workstation and checked the contact of connectors and boards inside of the c-arm. The system was tested and found to be working as intended and put back in service.